Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 439 mg/dl at the time of incident. The customer was treated with 10 units long acting insulin. The customer experienced symptoms such as feel extremely tired, confused, thirsty, and eyes feel blurry. The customer was unable to further go into high blood glucose troubleshoot. The insulin pump will not be returned for analysis.